Event description:
Male consumer via e-mail stated that he used two out of four of the oral-b precision clean toothbrush heads since early november 2021. The first one failed, becoming very wobbly/noisy and breaking off after about 5 weeks. The second one was also wobbly. He suspected that they were counterfeit. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that he used two out of four of the oral-b precision clean toothbrush heads since early (B)(6) 2021. The first one failed, becoming very wobbly/noisy and breaking off after about 5 weeks. The second one was also wobbly. He suspected that they were counterfeit. No injury was reported.

Manufacturer narrative:
25-feb-2022: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.